Event description:
It was reported that the patient control module of a regional analgesia infusor leaked from a hole in its button. This occurred during priming. The device was filled with ropivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from july 17, 2014 ¿ july 18, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the overpouch. The device was filled with water, and a leak was observed from the edge of the patient control module¿s reservoir within the housing of the patient control module. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.